Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 32mmol/l with extreme thirst, symptoms of dehydrations, and confusion associated with an air bubble issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The patient was reportedly able to clear the air bubbles out of the cartridge and bg decreased to 20.3mmol/l after clearing the air bubbles. The issue reportedly occurred with one cartridge; the cartridge was unavailable to be returned to animas, as it had already been discarded by the user. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.